Event description:
Customer reported on bravo ph capsule that failed to attach. The doctor went back with scope and found that the capsule was in the stomach. They calibrated and placed another capsule successfully. The patient was not injured following the procedure.